Event description:
The pt was male, but the age was unk. The target lesion was the mid to distal left anterior descending (lad). The lesion was de novo, diffused, slightly calcified and slightly tortuous. There was 90% stenosis. The procedure was an elective case. Pre-dilation was conducted with a 2.5 x 14mm vento speeder balloon. Inflation time and pressure were unk. Then, a 3.0 x 28mm cypher stent (lot i1006094) was delivered to the lesion without difficulty and was attempted to be inflated. However, the balloon would not inflate. Therefore, the stent delivery system was removed from the pt and a different cypher (same size) was implanted instead and the procedure was finished. After the procedure, the physician inflated the cypher in question out of the body and found contrast medium leakage from the balloon (exact location unk). There was no reported pt injury.

Manufacturer narrative:
This device (lot i1006094) is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.